Event description:
Customer reported a popping sound coming from the system during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank. System operates as intended.